Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the hysterofiberscope exhibited the adhesive around light guide lens is peeled, the adhesive on bending section cover is detached and the light guide cover glass has foreign objects. There was no patient involvement.